Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump. It was reported that "about the past 4 months", he has been having problems with the handset and communicator connecting to the pump. The patient stated that it took two to three tries before they were able to connect and when it did connect, they had to move the communicator all around and search a lot of different areas for it to finally find a place to connect. The patient stated that it also lags at 90 percent. The agent reviewed how to clear data. The patient was able to connect to the pump with no lag after clearing data. The agent reviewed general use of both external devices, and he was not aware of the recommendations when connecting to the pump. The agent had patient toggle off mobile data and restart the handset. The patient will call back if they need further assistance. The agent verbally updated prs. Additional information was received from the patient reporting they didn't know what software version of the application they had but that they would be updating it. It was reported that they erased unneeded information, updated software and it had been working fine since then. Additional information was provided from a consumer stated that the software version was 1.0.1124. The cause of the unable to connect was too many messages being set back ¿ae80rts¿ plus stored on device. They erased the reports.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Product ID tm90t0 serial# (B)(6) product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer reporting that the patient (pt) stated "for the last couple of months" when they try to bolus the handset was stopping/freezing at 90%. Agent reviewed data and assisted the pt in deleting the data. Pt was able to connect to the pump with no lag. Pt will call back when they need further assistance.